Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "flow rate deviation." According to the customer: "they say the pump do not deliver the correct amount, but the pump has been checked by a medical technician and a flow test has been made and everything is fine." ".""

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. No abnormalities were found on the day of occurrence on (B)(6) 2021. The complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.